Event description:
Provider states the bearing have seized in the headtube. Provider goes on the states that this is caused by putting the bearing on top of the paint, causing it to freeze to the frame. Provider had to cut out the outside of the bearing into order to remove it.